Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to device not functioning properly. A surgical procedure was performed, during which the aus was removed without visible holes or issues despite it was not cycling. A new aus was placed with a transcorporal cuff. No additional patient complications were reported.